Event description:
It was reported that her sensor kept going through threshold suspend. She changed sensor and was still receiving threshold suspend. There is a surgery that is mentioned where the sensor had to be removed. However, the reason for the surgery was not stated. Customer states that all sensors that were sent to her were bent. At this time, the customer's blood glucose level was 196 mg/dl. The most recent blood glucose level was 188 mg/dl.

Manufacturer narrative:
A complete analysis and testing of 4 opened and used enlite sensors. Found 1 of the 4 sensors failed for low readings, 3 remaining sensors passed per specifications however; found all 4 cannulas are bent. Unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used. Unable to confirm insertion, complaint due to the customer did not return the insertion needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.